Event description:
Tip of surgical instrument broke off during surgery. Surgical site, sterile field, and room thoroughly searched but unable to locate missing tip. Xray taken at end of case per protocol, results read by radiologist as negative for retained surgical item.